Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) removed and replaced due to a break in the left cylinder tubing resulting in fluid loss. Further information requested and not yet received.